Event description:
A report was made that the screen on a pump was slow and delayed, the patient experienced issues with charging that required adjusting the cord, and there was a crack in the case. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting as they were out of warranty and in the process of renewal, so the issue was documented without additional action.